Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump was turned off for a couple of weeks and upon turning the pump back on, the pump time was inaccurate. Reportedly, the pump time displayed a future date. Customer is unsure how the pump time became inaccurate. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.